Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2024 wherein the right lead was explanted and replaced. During the procedure, the left lead was not providing effective therapy. As such, the left lead was pulled down. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000160969 (left).